Manufacturer narrative:
A ge oec svc rep investigated the issue and isolated the malfunction to the fluoro functions pcb (ffb). The ffb was removed and replaced. Sys in the united kingdom. The sys was tested, found to be operating correctly, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
The ge oec fluoroscopy system locked up during a procedure.